Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device had box that was damaged in transit. It is unk if the device was being used during surgery. It is unk if there were injuries. It is unk if medical intervention was reported. The date of the event is unk. There was no add'l info provided.